Manufacturer narrative:
The device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the anterior/posterior shifting hole of the femoral sizing guide is excessively worn. Rendering the device inoperable. The device was manufactured in 2011. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a tka procedure, the anterior/posterior shifting hole of a right journey ii tka fem sizing gde will not lock. Instruments were outside the patient. Procedure was completed with a backup device. There was no delay or further complications reported.